Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump has not been delivering as indicated which is causing high bg levels. The reporter indicated that temporary basal increases were not rectifying high blood glucose levels. The patient's doctor indicated that the higher insulin requirements were not hormone related. Additional information was received indicating that the patient was experiencing blood glucose levels between 11 and 20 mmol/l with ketones and one instance of vomiting over the prior 3 weeks. The patient was able to treat the elevated blood glucose levels with injections. The pump settings were reviewed and were found to be correct. The total daily dose history was found to be correct. The reporter denies change in activity level, weight or diet. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while using the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump total daily dose history showed dates going (B)(4) 2012. No black box data from the time of the reported event was available due to continued patient use. The daily insulin delivery records appear inconsistent due to the date change. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was left without power for 24 hours and the pump was found to have maintained the time and date upon reboot. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).